Event description:
Additional information: it was unknown if emi was involved. There were no patient symptoms and the patient was reported to be doing fine now; therapy was effective. The pump delivered morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2009, explanted: product typ catheter. (B)(4).

Event description:
The pump was being updated to perform a roller study bolus when a pump memory error was displayed. It was noted that potential sources of electro-magnetic interference were present. When re-interrogating the pump, it was in stopped pump mode, 4 minutes. The patient was not having any product, clinical, or therapy issues; the physician was doing a catheter access port and roller study as routine practice. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.